Manufacturer narrative:
The actual was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulties with the involved angio-seal device. The following information was provided by the user facility: the angio-seal device was inserted with ease; deploying the anchor went easily; the device could not be retracted; the nursing staff started to compress; a second attempt to retract the device was made, while compressing, and it worked; the collagen did not twist downwards and is stretched out on the suture; the compactor tube was pushed down and the collagen got crimped as a lump on top of the skin; an incision was made in the skin and the collagen lump was pushed/massaged under the skin; hemostasis was obtained by manual compression; the patient was observed according to usual protocol; the patient had no problem with numbness in the leg; the event did not prolong the patients hospital stay, and she was discharged as usual; and there was no blood loss or transfusion and no surgery was required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. However, based on the available information, it is likely that the device was not able to be fully pushed back to rear lock position. Excessive stretching of the suture is possible such collagen can move about 5mm distally but proper tamping should be able to create intended sandwich knot between collagen and anchor unless there is a tear in the collagen or suture due to excessive force. The patient anatomy, user technique and exact sequence of events is unknown and may have led to the described issue. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.